Event description:
Cytology brush tip was detaching itself from the handle during a routine pap smear and causing bleeding and discomfort to the pt. The dr. Had to use forceps to remove. This occurance happened more than 5 or 6 times with different drs. M & e/plastek, the manufacturer, did not use sufficient thick guage stainless steel wire and did not heat coin seal according to specifications.